Manufacturer narrative:
Service and repair was unable to confirm the reported issue of overheating. The handpiece was not tested due to a grinding and loud noise. The handpiece was corroded on the collet. The collet was replaced. The ambient temperature was 78.9f. The rise or max temp was 89.4f. The handpiece was repaired, cleaned, and tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation was not performed: the device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
After a functional endoscopic sinus surgery (fess) procedure, the user experienced a heating problem with the indigo handpiece and could not touch the handpiece because of the heat. There was no patient impact.